Event description:
It was reported that a pt underwent a coronary artery bypass grafting x4, aortic valve replacement, and left carotid endarterectomy in 2009. At the completion of the surgery, the heart was de-aired and the pt was weaned from cardiopulmonary bypass. There was bleeding from the region of the om graft which was over sewed with prolene which reduced the bleeding. The fibrillar absorbable hemostat and floseal were utilized as packing in this area to control bleeding. The pt had global biventricular dysfunction which was unresponsive to epinephrine. CPR was initiated and the pt was supported by bypass. The pt's eeg was flat and it was determined that it was an irreversible situation and the pt was declared dead. The autopsy report which was provided to baxter states "embolization of foreign material consistent with manufactured pro-thrombotic material into the coronary circulation, with involvement of numerous intramyocardial and epicardial vessels."

Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.